Manufacturer narrative:
The drive line infection was captured under MFR# 2916596-2020-00696. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient nonischemic cardiomyopathy status post device therapy and tricuspid valve annuloplasty caused by gastrointestinal bleed and (B)(6)drive line infection (followed by ID, last visit was on (B)(6) 2018 and patient was on suppressive oral doxycycline), the patient had an aicd, chronic kidney disease, hypertension, and hypersensitivity lung disease echo ((B)(6) 2018) atrioventricular opens qbeat, trace tricuspid regurg with annuloplasty ring tricuspid valve present.

Manufacturer narrative:
H6: patient code removal of infection.

Event description:
Related manufacturer reference number: 2916596-2020-00696. It was reported that the patient nonischemic cardiomyopathy status post device therapy and tricuspid valve annuloplasty caused by gastrointestinal bleed (followed by ID, last visit was on (B)(6) 2018 and patient was on suppressive oral doxycycline), the patient had an aicd, chronic kidney disease, hypertension, and hypersensitivity lung disease echo (B)(6) 2018) atrioventricular opens qbeat, trace tricuspid regurg with annuloplasty ring tricuspid valve present.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.